Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf home care patient that during use of the listed device for insulin infusion, the infusion set detached from the patient's skin and fell away from the patient's body. According to the reporter, the interruption in insulin therapy resulted in the patient testing positive for high levels of ketones and elevated blood glucose levels. According to the reporter, the patient sought additional medical treatment for their high ketone and blood glucose levels at the emergency room where the patient received fluids and an insulin drip. According to the reporter, the patient was not admitted to the hospital. No permanent adverse effects to patient reported.